Event description:
During pacemaker insertion, the delivery catheter system radio opaque tip disintegrated while in pt. Fortunately not in blood vessel at the time. Surgeon was able to retrieve all, but 1/10 of the broken tip. Product was not expired.